Manufacturer narrative:
The complaint notification associated with this device described that the screws in the back of the joint disengaged. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted at the manufacturer's service center on november 21st, 2016. After evaluation we can confirm that the bolts are loosened. Further usage of the joint with loose bolts led to a damaged frame. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that the screws on the back of the knee joint disengaged. No fall or injury occurred due to this failure.